Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module (uim) printed circuit board (pcb). To correct the condition, the uim pcb was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be upon completion of the evaluation or if any additional details become available. This report filed represents all information known by the reporter at this time.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 703:00 on channel c. This condition may have potentially interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.